Event description:
Customer reported hospitalization due to high blood glucose. Customer was nauseated, confused and extremely thirsty. The blood glucose reading was over 600 mg/dl. Customer stated that the blood glucose was low earlier and he had fallen. Customer had taken a manual injection which caused the low blood glucose; the paramedics were called. Hospital treated with IV glucose. The current blood glucose reading is 376 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.